Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('device perforation-operative report stated perforated coil in right isthmic portion of tube'), pelvic pain ('after delivery she experienced severe pain'), pregnancy with contraceptive device ('she became pregnant'), genital haemorrhage ('bleeding') and drug dependence ('dependency on prescribed long-term pain medication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg showed patency of the fallopian tubes" on (B)(6) 2011. The patient's concurrent conditions included pregnancy with advanced maternal age. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), drug dependence (seriousness criterion medically significant), abdominal pain ("severe and constant abdominal pain") and menstruation irregular ("irregular menses"). The patient was treated with analgesics, buprenorphine hydrochloride;naloxone hydrochloride (suboxone) and surgery (on (B)(6) 2014, laparoscopic-assisted total vaginal hysterectomy, removal surgery and cesarean due to her age). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device and menstruation irregular outcome was unknown, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the drug dependence was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, drug dependence, fallopian tube perforation, genital haemorrhage, menstruation irregular, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: pain subsided following her removal surgery. She was able to overcome her pain medication dependency, but still takes suboxone. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: patency of fallopian tubes. Laparoscopy - on (B)(6) 2014: results: perforated coil in right isthmic portion of tube. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot nunter for this case, we were unable to conduct a review of the manufacturing batch, record. We are unable to confirm any quality defect or device malfunction at this lime. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Amendment: the report was amended for the following reason: this case is deleted from bayer database as this case found to be duplicate of case: (B)(4). All the information such as: references, reporters, events, other relevant history, lab data, concomitant drug , rcc has been transferred from this case to retention case (B)(4). No new follow-up information was received from the reporter. A female consumer had essure inserted and became pregnant. After delivery, she experienced severe pain (pelvic). Her physician prescribed long-term pain medication, and she developed a drug dependency. She also experienced bleeding (genital haemorrhage) and device perforation-operative report stated perforated coil in right isthmic portion of tube (fallopian tube perforation). Consumer underwent a laparoscopic-assisted total vaginal hysterectomy. Events are anticipated in essure reference safety information, except for drug dependency. Pregnancies have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance. In this particular case, consumer¿s hsg showed patency of the fallopian tubes. However, no further details regarding a new hsg, use of alternative contraceptive and pregnancy onset date. A causal relationship between pregnancy and essure cannot be excluded. The exact time point and mechanism of fallopian tube perforation are not known. However, due to event´s nature, it was considered related to essure. Pelvic pain and abnormal genital bleeding/ changes in bleeding pattern may occur during essure therapy. Considering the temporal relationship and the lack of alternative explanation, causality with essure cannot be excluded. Physician prescribed long-term medication for severe pelvic pain. Despite of the lack of details for a comprehensive causality assessment, considering that pelvic pain was considered related to essure, in a conservative approach, drug dependence was considered related to essure. This case was regarded as incident, due to the surgical intervention required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device perforation-operative report stated perforated coil in right isthmic portion of tube"), pelvic pain ("after delivery she experienced severe pain"), pregnancy with contraceptive device ("she became pregnant"), genital haemorrhage ("bleeding") and drug dependence ("dependency on prescribed long-term pain medication") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg showed patency of the fallopian tubes" on (B)(6) 2011. The patient's concurrent conditions included pregnancy with advanced maternal age. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), drug dependence (seriousness criterion medically significant), abdominal pain ("severe and constant abdominal pain") and menstruation irregular ("irregular menses"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), drug dependence (seriousness criterion medically significant), abdominal pain ("severe and constant abdominal pain") and menstruation irregular ("irregular menses"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with analgesics, suboxone, surgery (on (B)(6) 2014, laparoscopic-assisted total vaginal hysterectomy, removal surgery) and surgery (cesarean due to her age). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device and menstruation irregular outcome was unknown, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the drug dependence was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, drug dependence, fallopian tube perforation, genital haemorrhage, menstruation irregular, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: pain subsided following her removal surgery. She was able to overcome her pain medication dependency, but still takes suboxone. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: patency of fallopian tubes. Laparoscopy - on (B)(6) 2014: perforated coil in right isthmic portion of tube . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch, record. We are unable to confirm any quality defect or device malfunction at this lime. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 18-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: a female consumer had essure inserted and became pregnant. After delivery, she experienced severe pain (pelvic). Her physician prescribed long-term pain medication, and she developed a drug dependency. She also experienced bleeding (genital haemorrhage) and device perforation-operative report stated perforated coil in right isthmic portion of tube (fallopian tube perforation). Consumer underwent a laparoscopic-assisted total vaginal hysterectomy. Events are anticipated in essure reference safety information, except for drug dependency. Pregnancies have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance. In this particular case, consumer's hsg showed patency of the fallopian tubes. However, no further details regarding a new hsg, use of alternative contraceptive and pregnancy onset date. A causal relationship between pregnancy and essure cannot be excluded. The exact time point and mechanism of fallopian tube perforation are not known. However, due to event´s nature, it was considered related to essure. Pelvic pain and abnormal genital bleeding/ changes in bleeding pattern may occur during essure therapy. Considering the temporal relationship and the lack of alternative explanation, causality with essure cannot be excluded. Physician prescribed long-term medication for severe pelvic pain. Despite of the lack of details for a comprehensive causality assessment, considering that pelvic pain was considered related to essure, in a conservative approach, drug dependence was considered related to essure. This case was regarded as incident, due to the surgical intervention required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device perforation-operative report stated perforated coil in right isthmic portion of tube"), pelvic pain ("after delivery she experienced severe pain"), pregnancy with contraceptive device ("she became pregnant"), genital haemorrhage ("bleeding") and drug dependence ("dependency on prescribed long-term pain medication") in an adult female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg showed patency of the fallopian tubes". The patient's concurrent conditions included pregnancy with advanced maternal age. On (B)(6) 2010, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), drug dependence (seriousness criterion medically significant), abdominal pain ("severe and constant abdominal pain") and menstruation irregular ("irregular menses"). The patient was treated with analgesics, suboxone, surgery (on (B)(6) 2014, laparoscopic-assisted total vaginal hysterectomy, removal surgery) and surgery (cesarean due to her age). Essure was withdrawn. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device and menstruation irregular outcome was unknown and the pelvic pain, genital haemorrhage and abdominal pain had resolved and the drug dependence was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered fallopian tube perforation, pelvic pain, pregnancy with contraceptive device, genital haemorrhage, drug dependence, abdominal pain and menstruation irregular to be related to essure. The reporter commented: pain subsided following her removal surgery. She was able to overcome her pain medication dependency, but still takes suboxone. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2011: hysterosalpingogram result was patency of fallopian tubes. On (B)(6) 2014: laparoscopy result was perforated coil in right isthmic portion of tube. Company causality comment: this spontaneous case report refers to a consumer who had essure inserted and became pregnant. After delivery, she experienced severe pain (pelvic). Her physician prescribed long-term pain medication, causing consumer to develop a drug dependency. She also experienced bleeding (genital haemorrhage) and device perforation-operative report stated perforated coil in right isthmic portion of tube (fallopian tube perforation). Consumer underwent a laparoscopic-assisted total vaginal hysterectomy. All events are anticipated in essure's reference safety information, except for drug dependency. Pregnancies have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance. In this particular case, consumer's hsg showed patency of the fallopian tubes. However, no further details regarding a new hsg, use of alternative contraceptive and pregnancy onset date. A causal relationship between pregnancy and essure cannot be excluded. The exact time point and mechanism of fallopian tube perforation are not known. However, based on the nature of event, it was considered related to essure. Pelvic pain and abnormal genital bleeding and changes in bleeding pattern may occur during essure therapy. Considering the temporal relationship and the lack of alternative explanation, causality with essure cannot be excluded. It was reported that physician prescribed long-term medication for consumer's severe pelvic pain. Despite of the lack of details for a comprehensive causality assessment, considering that pelvic pain was considered related to essure, in a conservative approach, drug dependence was considered related to essure. This case was regarded as incident, due to the surgical intervention required. In addition, non-serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.